Event description:
The customer reported there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
This report may be a duplicate of one field on or about 7/14/08. I am just refilling it to ensure it was properly field on time. The ge service rep replaced the monitor. System functioning properly.